Event description:
Per the clinic, the patient experienced discomfort and poor performance with the device. Reprogramming attempts were unsuccessful in alleviating the issue which leads to device non-use. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.